Event description:
It was reported that during a gastric sleeve procedure, after firing the green reload the device was unable to be reloaded with a new reload. Multiple attempts were made and there appeared to be something seated in the jaws of the device preventing it from being reloaded for use. Another device was obtained and a second green reload was fired successfully. On the second device, the exact same thing occurred preventing the device from being used for an additional firing as it could not be reloaded. A third device was used successfully for the remainder of the case with no patient squeal. Upon inspection of the two powered staplers I was able to identify that in both instances the green cartridge metal housing had become stuck in the jaws of the stapler. In both instances the green plastic cartridge had actually separated from the metal casing upon removal of the reload from the staplers. The metal was bent and lodged/seated in the jaws of the powered stapler. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.